Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.0-7.2cm, 25.5-26.1cm, and 26.0-27.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 28.0-29.8cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.